Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. In some cases deployment of the sapien valve in a too aortic position has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Central aortic insufficiency can be caused by multiple patient and procedural factors including, guidewire remaining across the valve post deployment, valve malposition (too ventricular aortic valve placement), restricted movement of prosthetic valve leaflets, native leaflet overhang and post dilatation of the deployed valve. In this case, the exact cause for this event cannot be determined. Per the information received, the valve was deployed as recommended. It is possible that a combination of patient factors (i.e. Moderately calcified aortic valve/leaflets) and unknown procedural factors caused or contributed to this event. Of note, per report, the second valve was deployed approximately 10% higher (60:40 aortic), thus it is possible the first valve may have been deployed in a lower positioned than assessed on imaging. There is no evidence this event was a result of malfunction of the sapien valve or the ascendra 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case following valve deployment there was moderate to severe aortic insufficiency. A second valve was implanted in order to mitigate the aortic insufficiency. Per report, the first 26mm sapien valve was deployed in the 50:50 position without difficulty. Post deployment transesophageal echocardiogram (tee) showed what appeared to be moderate to severe aortic insufficiency either due to a poorly functioning leaflet in the 5 o'clock position, or paravalvular leak in the 5 o'clock position. Assessment was difficult as the patients systolic blood pressure failed to recover beyond 50mmhg, and then began deteriorating to a systolic pressure in the 30-35mmhg. Pharmacologic intervention failed to improve the patient¿s blood pressure, and CPR was not possible due to the ascendra sheath in the left ventricular apex. It was then decided by the team to place the patient on cardiopulmonary bypass (cpb) support. The patient went on cpb without difficulty and the valve function was re-assessed via tee. It appeared as though there was still moderate to severe aortic insufficiency in the 5 o'clock position. It was then decided by the team to attempt to free up the non-functioning leaflet using a pigtail catheter. The ic went through the ascendra sheath with the pigtail catheter and crossed the valve 4 or 5 times, and then removed the pigtail. Tee assessment still revealed moderate to severe aortic insufficiency. The ic and surgeon decided to post dilate the valve and see if paravalvular leak was the real problem and/or possibly free up the leaflet. One post dilation was done yielding the same result via tee post dilation re-assessment. It was then decided by the team to prepare and deploy a second valve within the first valve. The second valve was deployed 60:40 aortic within the first valve. Post deployment tee revealed trivial central aortic insufficiency. The apex was closed in the usual surgical fashion and cpb was turned off and canulas were removed. The patient was stable with blood pressure consistently in the 90's/40'smmhg. A 40cc intra aortic balloon pump (iabp) balloon catheter was prophylactically placed in the aorta, and pressors were continued intravenously. The intubated patient was then transferred in stable condition to the ICU for eventual extubation. The event was attributed to a non-functioning leaflet on the first valve. The cause for the non-functioning leaflet was not determined. Additional information: the degree of native valve/leaflet/aortic root calcification was reported as moderate. There was mild ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was (30%).